Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
During administration: ritux sc pse during assembly to make the syringe on pse => the luerlock tip of the syringe broke off in the connector. The syringe's luerlock tip broke off in the connector 3-way connector syringe unusable delay in patient management

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo and one physical sample was provided to our quality team for investigation. Through visual inspection, the tip is observed to be broken off from the syringe. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verification testing. As the lot involved in this incident is unknown, a device history review could not be performed. Based on the available information, we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence